Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and manufacturers were referenced in the article. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless cardiac stimulation: ready to take centre stage? Kardiovaskulare medizin. 2016;19(3):83-89. Concomitant medical products: product ID: mc1vr01-delsys. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable leadless cardiac pacemakers (trans-catheter pacing systems (tps) and the introducer used for the procedure. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were adverse events during and following the implant procedure for the leadless cardiac pacemaker. The adverse events included: access site "complications," cardiac perforations, pericardial effusions, thromboembolic events, elevated pacing thresholds, and other non-specific complications. The status of the introducer is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.